Event description:
Medtronic received information that six years and five months following the implant of this transcatheter bioprosthetic valve into the patient's native annulus, the valve failed. The mechanism of failure was high gradients. The patient also had calcium in the left coronary cusp (lcc) extending into the left ventricular outflow tract (lvot) and connecting to mitral annular calcification (mac). Transcatheter aortic valve (tav)-in-tav replacement of the valve was scheduled for six years and six months after implant. No additional adverse patient effects were reported.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.